Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedance measurements approximately three years ago. Subsequently, it was determined the lead had fractured. The device implanted with this lead was programmed subthreshold as it was determined the patient no longer needed pacer therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.